Manufacturer narrative:
On may 17, 2022, mentor became aware that patient had a removal only with a lift on june 26, 2020, and devices are no longer available for return. Field d6b has been updated on this form to june 26, 2020. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that devices were finally explanted, however, the exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st day of the month the information was received (B)(6) 2021. Following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and autoimmune symptoms since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent primary breast augmentation with 350cc mentor smooth round moderate profile on both sides and was presented with bilateral capsular contracture; baker grade unknown, and autoimmune symptoms including severe rash on both breasts, raynauds syndrome (numbness in hands and feet), extreme inflammation in face, inflammation in hands, lot of joint pain, muscle pain, stiffness, fatigue, brain fog, and taking blood pressure medicine. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.